Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b5, h6 (patient). Corrected: h8. Patient code: no code available (3191) is used to capture insufficient information.

Event description:
Additional information indicated that the reason for implantation was hemiarthroplasty due to femoral neck fracture. Operative side was left.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mod endo unipolar +0 trial got stuck on both the trial neck and real stem. The surgery was delayed 10 minutes. There were no reported patient consequences. The surgery was completed as planned.